Event description:
It was reported that the procedure was cancelled. A rotablator console was selected for use. During the procedure, it was noted that the console was malfunctioned and due to this event the procedure was not completed. There were no patient complications reported.